Event description:
There has been a progressive loss of electrode function. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.